Manufacturer narrative:
Correction: d1 -25g posterior procedural pack with wf. The product evaluation was completed. One opened bl5225w pack from lot w2448 was returned. This pack is expired. The tip protector is in place, as it should be. The needle is bent. The port window is in the opened position with debris visible inside and all over the outer needle shaft. There is dried solution visible in the tubing. This cutter looks used. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and does not reach the cutting edge. The cutter continues to aspirate as the inner needle does not close or block the port when it becomes bound up and stops moving. It should be noted that a bent needle could contribute to poor cutting performance. However, due to evidence of use, the cause of the bent needle cannot be determined. The inner needle does not close or block the port, it becomes bound up and stops moving. The most probable root cause of this is a component issue. The investigation is complete.

Manufacturer narrative:
Section d4 was corrected to 12/13/19 versus 12/31/19 as originally reported. No corrective action was deemed necessary at this time. Though multiple requests have been made, the product has not been returned. Should the product be received, the complaint will reopened for further investigation. The investigation is considered complete at this time.

Manufacturer narrative:
The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that a vitrectomy cutter stopped working during a procedure. The unit continued to aspirate when this occurred. No patient impact or injury was reported.